Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and observed a broken antenna, dented and scratched case lid, damage to the composite in port, and heavy residue on the light engine glass rod assembly. A functional evaluation revealed that the unit was slow to power up. A functional evaluation revealed that the sensors are indicating a light guide is installed when there is not. The lamp does not light. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery the lens integrated system was not working. No patient injuries or delay reported. Surgery was completed using the same device. Results of investigation have concluded that the lamp of this unit did not light which makes it a reportable event.